Event description:
It was reported that the patient underwent augmentation of vertically deficient alveolar ridges using rhbmp-2/acs. A 1.8x8mm roughened surface, grade 5 titanium alloy dental implant was placed. The dental implant was placed 4mm into the alveolar bone with 4mm remaining supracrestal. Rhbmp-2/acs was packed around the dental implant and a titanium mesh placed over the grafted ridge. Fixation was achieved with bone screws or tacks. Follow up appointments were scheduled for one week, two weeks, one, three and six months. Six months post surgically, a cone beam CT scan of the ridge was taken and an evaluation of the osseous tissue performed. A second surgery to retrieve the implant with the surrounding core of bone and final endosseous dental implant placement was performed. The implant with the surrounding core of bone, without identifiers, was submitted for processing and histological analysis. Histomorphic analysis was performed and photomicrographs were taken of the histology. The tissue sample provided for histology testing, consisted of firm tissue, but none attached to the implant. Histologically, revealed that the core consisted of dense fibrous connective tissue with focal aggregates of chronic inflammatory cells. There are a few bone particles within the connective tissue area. A surface layer of epithelium with very intense chronic inflammation (lymphocytes and plasma cells) and bands of extremely dense, scar-like fibrous connective tissue was present.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.